Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had b30 and e315 error (communication error). The issue was found during a set up. There were no reports of patient involvement.